Event description:
Claimant's spouse filed a lawsuit against dexcom that alleges the patient with type 1 diabetes had reportedly used tandem t slim pump with dexcom g7 since (B)(6) 2024. On (B)(6) 2024, the patient reportedly developed gastrointestinal symptoms while the estimated glucose value was 68-120 mg/dl. During this time, the patient reportedly monitored the glycemic state exclusively using the g7. On (B)(6) 2024, the patient reportedly experienced cardiac arrest while at home. After resuscitation, he was transported by emergency medical services (ems) to the emergency department where the pump and cgm were removed. The bg during that time reportedly exceeded 600 mg/dl. Blood testing later showed glucose level of 1651 mg/dl. Claimant states that the hospital reported that the patient reportedly suffered diabetic ketoacidosis, hyperkalemia, acute kidney failure and lactic acidosis in addition to then suffering from cerebral edema and anoxic brain injury after being put on life support. The patient reportedly died on (B)(6) 2024 at 7:05pm. The claimant alleges that dexcom g7 falsely displayed low to normal egv, leading to undetected hyperglycemia and directly impacting insulin delivery from the tandem t slim pump. No product or data related to the reported allegation was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. Dexcom has reached out to tandem for tandem's investigation. Tandem does not have pump data during the investigation period. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.